Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found an insulation abrasion from the inside at 11.5 - 13.5 cm from the helix end. The two proximal cables were outside of the lumen. An abrasion was also noted at 29.5 cm from the helix end. The svc cables were outside of the lumen. No complaint was received with return of the device. Failure (event) observed during analysis.